Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, was instructed to place pump into storage mode and return it within 10 days using prepaid label.